Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the cutter device was damaged. Therefore, the reported condition was confirmed. A device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. Concomitant med products and therapy date: attachment device, motor device; 3/3/2020. UDI (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the cutter device was worn and stuck in the attachment device. It was noted that a small amount of debris was identified at the coupling part. It was noted that there were some marks found due to the worn attachment device. The cutter device showed signs of regular usage. It was noted in the service order that the attachment device was stuck to a motor device with an unknown burr device stuck in it that could not be released. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.